Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in (B)(6) 2017 due to oversensing morphology changes in primary vector. The oversensing could not be reproduced with postural changes. Boston scientific technical services (ts) assisted the field representative in running auto setup and the device chose secondary vector. No adverse patient effects were reported. In (B)(6), the patient presented to the hospital in ventricular fibrillation (vf). The field representative was contacted to check the patient's s-ICD and concomitant pacemaker. The concomitant pacemaker was interrogated first and a tachy episode was stored. Then the s-ICD was interrogated. The first shock appeared to be a shock on the t-wave. The patient was put into a hypothermia protocol. Device interrogation files were sent in to ts for review. Episode reviewed showed oversensing/double counting with a shock on the t-wave inducing ventricular fibrillation (vf). The field representative was not certain of the efficacy of subsequent shocks. The patient was transferred to the ICU on hypothermic protocol and intubated. The patient passed away three days later. According to the field representative, there were no allegations reported by the physician. The device will not be returned.